Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed.

Event description:
The customer reported the signal fades in and out. No consequences or impact to patient were reported.